Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted no related alarms. Functional tests included use testing. Use testing was unable to duplicate the reported problem. The functions of the pump were tested and operated within manufacturing specification, with no issues. The pump also passed delivery accuracy testing. As a preventative measure, the pump's occlusion sensor was re-calibrated. Based on the evidence, the complaint was not confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for no disposable. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.